Event description:
It was reported that the radio frequency (rf) head ("wand") was showing no lights (orange or green), and that the programmer had to be turned off and back on in order to interrogate a device. It was further reported that sometimes the wand had to be directly on the patient's skin in order to be able to interrogate a device. The rf head was returned for service. No patient complications were reported as a result of this event.

Event description:
It was reported that the radio frequency (rf) head ("wand") was showing no lights (orange or green), and that the programmer had to be turned off and back on in order to interrogate a device. It was further reported that sometimes the wand had to be directly on the patient's skin in order to be able to interrogate a device. The rf head was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the report that the device is showing no green lights due to no telemetry. It does show one orange light which is a normal condition when a rf (radio frequency) head has no telemetry. The rf head cable was found damaged at point where it enters the rf head (rf head cable out of electrical specification).